Event description:
The user facility reported during a procedure the loop did not release from the device. The physician reported the nurse did not know how to release the loop. She continued closing, tightening the loop, then finally she took the sheath in one hand and pushed the slider away with the other hand that restricted the metal operating pin in the handle, which resulted in the handle breaking. The user facility went through the emergency procedures and cut the handle. The endoscope was removed and reinserted next to the sheath to try and cut the loop with surgical scissors. The surgical scissors would not cut the loop. The procedure was aborted and the pt was taken to surgery. The loop was successfully removed, however when the surgeon cut the loop a piece of metal went into the colon unnoticed. The pt was discharged and had to return for a second surgery to remove the metal piece and has reportedly recovered.